Event description:
Patient had a fall and re-injured her si joint approximately (B)(6) months post fusion of the ifuse implants. No implants were removed. Surgeon decided to add three 4 mm ifuse implants to the existing three 7 mm ifuse implants. The 4mm implants were strategically placed around the original implants. It was reported that patient was doing well 3 weeks post-op.

Manufacturer narrative:
Based on the information provided, review of the surgeon technique manual, and fmea, the most probable root cause for the revision surgery was due to the patient's fall causing re-injury to the si joint.